Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during internal learning and demonstration by the customer, the cardiosave intra-aortic balloon pump (iabp) units ECG monitor demonstration signal was not received by the iabp, and changing the cable did not solve the problem. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, e1(name), e2, e3, g3, g6, h2, h10.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(postal code): 430022. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse disassemble the machine shell, check the ECG port on the front panel, loosen the fixing screw, make fine adjustments to the port angle and position, and then fix it again, and perform the operation on the = machine after the test after recovery, the ECG signal can be easily obtained after the lead wire is inserted to the bottom, and it is normal after repeated tests. At the same time, other functions of the test machine are also in a normal state. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.